Event description:
Information indicates that the system was explanted and replaced with a new system on (B)(6) 2024.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s leads were eroding out of the skin resulting in an infection at both the lead and ipg sites. As such, surgical intervention took place where in the entire system was explanted to address the issue. Patient was hospitalized and was on antibiotics to address the infection. Reportedly, the infection has resolved.